Event description:
During a coronary stent procedure the stent came off the balloon while in use. The physician was attempting to cross the lesion and was unsuccessful. While the physician removed the sds, the stent came off the balloon and began to float in the patient. The physician attempted to snare the stent but was unsuccessful. He then used a maverick balloon and a high sail balloon to crush the stent against the vessel wall. Then the entire sds and wire were removed.